Manufacturer narrative:
(B)(4).

Event description:
The patient had a bulging stomach and had been leaking body fluid since implant. The physician drained it on 2 occasions. A drain was put in (B)(6) 2011, and it was still draining. Additional information has been requested; a follow-up report will be sent if additional information becomes available.